Event description:
In 2003, the pt was implanted with an extended vented electric left ventricular assist device (lvad). Four months later, the clinical nurse contacted the MFR reporting that a pt had been admitted to the hosp for a driveline infection and had noticed excess dust from the vent filter. The pt reportedly had been changing the vent filter weekly and had not previously noted the amount of dust. The hosp sent in a vent filter and wave card to the MFR for analysis. No alarms were noted. The waveform analysis was performed three days later, and the results showed that all the waveforms and pump functions appeared to be within normal parameters, nothing remarkable was noted. The clinical nurse called the MFR to report that the pt had received a heart transplant the next day. During the transplant it was noted that the monitor was not the issue of the driveline infection.